Event description:
It was reported there was a tubing malfunction and the implantable neurostimulator was repositioned. The patient tolerated the procedure well and left the operating room in satisfactory condition.

Manufacturer narrative:
Product ID neu_unknown_lead, product typ lead. (B)(4).